Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the service center evaluation, the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The olympus service center performed an evaluation. Incoming inspection of device identified wear and tear elements. The device failed the following inspection points: air leak inspection, electrical safety checks, visual inspection of lens guide cover glasses, distal end cap, bending section rubber, outer condition of body control unit and angle knobs, light guide tube with chemical damage, angulation system failure, and channel system suction function failure. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: - reprocessing conducted by the user was deviated from the reprocessing recommended in IFU. - contamination occurred at microbiological sampling. The reported event may have been prevented by following the instructions for use as follows: reprocessing manual ¿ warning - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Olympus (B)(4) tested the subject device and the results were positive for microbes also: date received: 24sep2021, 3 colony forming units of gram positive bacteria. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device cultured positive for microbial contamination. All channels of the subject device were cultured on three different dates and the results were positive for microbes: date of receipt 19jul2021, greater than 100 colony forming units of coagulase negative staphylococci. Date received 25aug2021, 78 colony forming units of gram positive bacteria. Date received: 02sep2021, greater than 100 colony forming units of gram positive bacteria. The customer reported no patients were contaminated and the sampling was performed following maintenance. The pre-cleaning detergent used was pre-cleaning - detergent used - aniosyme dd1. The manual treatment, disinfectant used for disinfection was peracetic acid. The automatic endoscope re-processor model is etd4 and the detergent used was endodet with the disinfectant endodis paa. Their storage practice was the olympus endoscope drying cabinet. A request for additional information is currently in progress.